Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 419 mg/dl. The customer recalled pressing the delivering bolus. The customer reported that she was going to get a 14.9 units of correction bolus but it was timed out and she was then going to get a shot of 15 units. The customer also reported that the plastic on the back did not lock into place. The insulin pump will not be returned for analysis.